Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated during an interventional procedure for coil embolization, after successfully deploying two previous coils, the trufill mini complex fill 2 x 2 (third) coil prematurely detached. Approximately 1 mm of the coil was protruding out of the aneurysm. The target lesion was an aneurysm of the anterior cerebral artery. Another 2 x 2 coil was used to complete the procedure successfully. The access site for the procedure was femoral. A 6 fr guiding catheter and a prowler 14 microcatheter were used for the procedure. There was no reported pt injury. Additional info has been requested.